Event description:
On (B)(6) 2014, customer phoned ameda stating her purely yours breast pump gradually experienced low suction and she developed mastitis. Since (B)(6) 2014, she reports using the breast pump a few times a day after nursing her baby. Mastitis symptoms began on (B)(6) /2014. Customer reports a physician diagnosis of left breast mastitis on (B)(6) 2014 which resolved with antibiotic treatment. Left breast mastitis symptoms reoccurred on (B)(6) 2014 with oral antibiotic treatment beginning on (B)(6) 2014 without resolution. Customer was hospitalized on (B)(6) 2014 for intravenous antibiotic treatment and discharged on (B)(6) 2014.

Manufacturer narrative:
Mother was sent 30.5mm flanges, 28.5mm inserts and four valves on (B)(4) 2014. After troubleshooting was thoroughly completed on (B)(6) 2014, mother was sent a replacement purely yours motor base and four valves. She was asked to return her original motor and all valves that have been previously used, was provided a return (B)(4) return label via email. Calls were made on (B)(4) 2014 to mother for return shipment status. Certified letter sent on 10/29/2014 with fedex return shipping label. Product has not been returned to ameda inc. For evaluation.